Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined and was found that several struts on the distal and proximal ends were stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18mm in length and >3mm in diameter, concentric, de novo target lesion was located in the non tortuous and non calcified right coronary artery (rca). A non bsc guide catheter and an unspecified intermediate guide wire crossed the lesion. An unspecified stent was then advanced to the lesion but failed to cross the mid rca, so it was deployed at the proximal rca. Subsequently, pre-dilatation was done several times and an unspecified omega stent was advanced to treat the lesion. However, the stent failed to cross the lesion and was distorted. Numerous maneuvers were done to allow a new stent to cross the lesion distally and was inflated with good results. The procedure was completed with no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18mm in length and >3mm in diameter, concentric, de novo target lesion was located in the non tortuous and non calcified right coronary artery (rca). A non bsc guide catheter and an unspecified intermediate guide wire crossed the lesion. An unspecified stent was then advanced to the lesion but failed to cross the mid rca, so it was deployed at the proximal rca. Subsequently, pre-dilatation was done several times and an unspecified omega stent was advanced to treat the lesion. However, the stent failed to cross the lesion and was distorted. Numerous maneuvers were done to allow a new stent to cross the lesion distally and was inflated with good results. The procedure was completed with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).